Manufacturer narrative:
Date of event: date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that guide wire tip detachment occurred. A 300 pt es j choice pt guidewire was advanced for treatment. However, during the procedure, it was noted that the tip area of the guidewire was fractured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
B3 - date of event: date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: the device was returned for analysis. Unit returned identified distal tip kinked. The device was measured in three sections (distal - medium - proximal) along it in order to confirm that is within specification. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that guide wire tip detachment occurred. A 300 pt es j choice pt guidewire was advanced for treatment. However, during the procedure, it was noted that the tip area of the guidewire was fractured. The procedure was completed with a different device. There were no patient complications reported.